Manufacturer narrative:
Both leads are from the same lot.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent a routine device check prior to a magnetic resonance imagery (MRI) scan for an unrelated condition. Disconnected electrodes were identified during an impedance check. A lead revision was subsequently performed to replace the leads and restore MRI compatibility.